Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high, up to 400 mg/dl. The customer needed assistance with programming and was assisted. The customer had changed the insertion site and the blood glucose was brought down to 223 mg/dl. The customer was advised to call back for troubleshooting next time high blood glucose did occur.